Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the pt had burning sensation above the scs ipg site all the time. The sensation was significantly higher when the stimulation was turned on for a few minutes. The skin temperature was normal at the ipg site and the pain was present with or without the stimulation. The pt was given lidocaine patches by the physician. The device is still in use. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.